Event description:
The customer reported fluid leaked from the modular chemistry side of the instrument involving the unicel dxc 600 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid on the floor with towels. During troubleshooting, the customer discovered line #15 from the electrolytes injection cup (eic) had come off. The customer cleaned up the fluid and reconnected line #15. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the repair performed by the customer. The instrument was in normal operation. (B)(4).